Manufacturer narrative:
Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, unexpected error message alarms due to unresponsive button. Device had minor scratched lcd window, cracked lcd window. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on screen which affected the ability to read the screen and button does not always respond, it has to press 2 to 3 times. Customer¿s current blood glucose level was unknown. Customer also reported that insulin pump was locked up and was unresponsive. Customer mentioned that insulin pump had diminished battery life, piece chipped off from top left hand corner of display screen, had unexplained no delivery alarms, alarms still occur after a site change as well as had error code. Insulin pump will not be returned for analysis.